Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer stated that the sensor was not working and he took care of the low. The customer also reported that the sensor cannula was bent. The customer's current blood glucose was 259 mg/dl. The product was not returned for analysis.